Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not vibrating anymore. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump was set to vibrate. The insulin pump¿s battery was not low. They inserted a new battery. They performed a self-test. The insulin pump did not vibrate during the self-test. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.